Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent looked broken immediately after opening the package. There was no patient contact. The procedure was rescheduled for the next day.